Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that insulin pump was not saving the blood glucose entered as one minuted pump advised that there was active insulin and did not deliver, then 5 minutes later insulin pump advised to give insulin. It was also reported that insulin pump had physical damage, it was reported that display screen was cracked and battery cap was stripped and could not be removed and pump kept shutting off. Customer was not able to troubleshoot due to driving. Customer's blood glucose was 419 mg/dl.